Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was related to a service of the device within the review period. Visual inspection confirmed the reported issue. The root cause of the problem was the downstream occlusion seal (dso). The dso seal was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a degraded downstream occlusion (dso) seal. There was no patient involvement.